Event description:
It was reported that the implantable cardioverter defibrillator (ICD) encountered battery depletion during warranty time and is suspected due to early battery depletion. The ICD is scheduled for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).